Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod for 72 hours the patient removed the pod and saw the needle was still visible, indicating it did not retract back into the pod as intended. This pod has been discarded.